Manufacturer narrative:
Diopter:-18.00. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -18.00 diopter, in the patient's left eye (os) on (B)(6) 2015. Excessive vaulting was noted and the lens was explanted and exchanged on (B)(6) 2015 for a shorter length lens with a similar diopter. This resolved the problem.